Event description:
It was reported that during a thoracic surgery procedure the active blade broke off outside the operating table. Another device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Date sent: 05/29/2007.